Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left popliteal artery. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured at 18 atmospheres after being inflated for 30 seconds on the second inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was good.